Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not detected on bus. A field service engineer reseated row board cable connection to both drawer controllers. The fse confirmed that the drawer and cubies test were good in diagnostics and application. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had hardware repeatedly failed. Drawer 2.1 repeatedly displayed a ¿failed hardware¿ error. Since it contained controlled substances, recovery took longer as nurses needed to locate a witness. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.